Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed and revealed that the device was detached due to rotational wear in the middle of the device at 195 cm from the proximal section. The distal section was also returned. The dimension of the device was taken and the overall length could not be measured due to the device condition. All outer diameter were taken and met the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11763. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During platforming, outside patient's body, it was noted that the rotawire was fractured in the middle, just where the burr was positioned. The rotawire was completely removed from the patient's body. The procedure was completed with another of the same burr, advancer and rotawire. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11763. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During platforming, outside patient's body, it was noted that the rotawire was fractured in the middle, just where the burr was positioned. The rotawire was completely removed from the patient's body. The procedure was completed with another of the same burr, advancer and rotawire. There were no patient complications reported.